Event description:
Per rick, the actuator mounting pin is snapping right where the metal pin goes through it to attach it to the mast of the lift.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per (B)(6), the actuator mounting pin is snapping right where the metal pin goes through it to attach it to the mast of the lift.